Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be returned for eval.

Event description:
Bedside rn hung a cardene as a primary infusion to run at 20ml/hr in a 250ml bag. Bag was empty early 1 1/2 hours (9:30am). Expected duration of infusion was 12 hours. Cardene is a drug which can affect blood pressure. No pressure changes were observed with pt. No pressure changes were observed with pt. Set was not saved, devices were sequestered. New data set was launched after (B)(4) 2013. Pumps were updated by biomed department, unk which data set was in use at time of pt event. Customer stated the user did not provide any add'l pt event details. No pt harm or medical intervention required. The customer did not provide any add'l pt or event details.